Event description:
It was reported to philips that the system's wired footswitch malfunctioned, causing fluoroscopy to fail. The system was in clinical use. There was not reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that cine footswitch intermittently not working, and the customer had to press footswitch multiple times. Review of the log files showed malfunction can be confirmed however, the root cause could not be determined/identified. Upon functional testing, the fse found broken screws on the wired footswitch connector. The wired d-connector¿s pin was broken which was causing the connector to be loose, which led to the wired footswitch stop working. To resolve the issue fse replaced the d-sub pin sets unc replacement and fixing the connector in place. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.